Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(6).

Event description:
The customer, a syncardia certified hospital, reported that the patient was dissatisfied with the freedom driver as he didn't think the driver was working correctly. The patient also reported that the freedom driver had exhibited a fault alarm earlier in the week while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup.

Event description:
The customer, a (B)(6) hospital, reported that the patient was dissatisfied with the freedom driver as he didn't think the driver was working correctly. The patient also reported that the freedom driver had exhibited a fault alarm earlier in the week while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms. Visual inspection of external components found no abnormalities. Visual inspection of internal components found no abnormalities. Freedom driver passed all areas of functional testing at incoming inspection. No alarms were produced and no abnormalities were observed. Customer complaint could not be replicated. Failure investigation for this complaint could not confirm the reported issue. The complaint was not replicated during testing; the root cause of the red alarm was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. Freedom driver functioned as designed. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.